Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with their implantable cardioverter defibrillator that exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Based on technical services recommendation the clinician planned to monitor the patient. There were no patient consequences.